Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the locking screw for the lcck articular surface would not tighten down. Another implant was opened and implanted with no problems.